Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the patient, on 06/20/2025, their dexcom receiver displayed 60 mg/dl. The patient was unable to perform a fingerstick to compare values due to not having a glucometer. The patient went to the emergency room (ER) to get his blood glucose checked manually and he was 375mg/dl while the cgm was 40mg/dl. He said that he felt a little headache when he was at the ER. The patient was treated with intravenous (IV) sodium chloride and the patient¿s bg went down to 235 mg/dl. The patient was then treated with 5 units of insulin and their bg went down to 211 mg/dl. The patient did not provide any cgm values after receiving any treatment. The patient was discharged from the hospital that same day. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient felt good and was fine at home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was not provided for evaluation and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). B2 outcomes attributed to adverse event: additional information. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.